Event description:
The patient referenced in this complaint file is enrolled in a aaa (B)(6) registry (fpr-12-02) 5 year follow up as part of the renewal reimbursement for the gore® excluder® aaa endoprosthesis featuring c3® delivery in the treatment of infra-renal abdominal aortic aneurysms. On (B)(6) 2013, the patient underwent a complex type ii endoleak exclusion by resection of aneurysmal sac and midline laparotomy.